Event description:
It was reported, during a shoulder procedure on (B)(6) 2013, the small battery drive did not hold power. Two different batteries were utilized with the device, but it would still not hold power. The procedure was completed by the use of another small battery drive. It was also reported the initial small battery drive that malfunctioned, started functioning once it had been cleaned and lubricated. No further information was provided. This report is for a small battery drive. This is 1 of 1 device for this event reported on (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.